Event description:
During evaluation of a returned spectrum pump, the device had downstream occlusion. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device alarmed downstream occlusion. Out of specification force sensor readings. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The downstream sensor will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.